Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in norway:"pump suddenly stopped while infusing."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. At the back of the pump a gap between the upper and lower part of the housing was detected . A functional test was performed. The device passed the self test. A omnifix 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history were read and analyzed. The device alarm da 1111 (active reset) was the last entry in the device alarm history. The cause of the devicealarm 1111 cannot be exactly clarified. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,28%. A long term test about 24 hours was performed. During the long term test, no malfunction could be detected. The device was disassembled and the inside was investigated. It could be determined during the visual inspection that the battery ribbon cable is mechanically damaged. The complaint could not be confirmed. The described malfunction from the customer could not be reproduced in our tests.